Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, during the resection of appendix, when the surgeon was about to grasp the tissue and began firing. The surgeon was able to press the green button but was not able to squeeze the handle so the device was not able to fire. They replaced the reload and they were able to complete the case. The surgical time was extended by less than 30 min. There was no patient injury.